Event description:
It was reported that several days after the patient underwent a spacer explant procedure (MFR report number 3006630150-2021-03815), the patient developed a procedure related infection and experienced pain, redness, and minimal purulent discharge at the lower lumbar incision site. The patient was administered cephalexin and the event resolved.